Manufacturer narrative:
The event occurred in (B)(6).

Event description:
On (B)(6) 2014, it was reported that the patient's blood glucose level was elevated to 400 mg/dl and correction via the infusion device was not successful. The patient switched to another infusion device and his blood glucose level returned to normal. His mother thinks his infusion device failed to deliver insulin. No adverse event was reported. The infusion device was requested to be returned for product evaluation.